Event description:
During preventive maintenance (pm) performed at the customer's site, the thermogard console sn (B)(4). Displayed an air trap alarm and the air trap light was not lit. No patient involvement.

Manufacturer narrative:
The device associated with this complaint has been received, however, the investigation is pending. A follow up report will be filed when the investigation has been completed.

Manufacturer narrative:
Preventive maintenance (pm) was performed by zoll service personnel at the customer's site. During testing, the thermogard console (s/n (B)(6)) displayed an air trap alarm, and the air trap light was not lit. The root cause of the noted issues was the defective air trap sensor block either due to a defective component or due to wear and tear. The thermogard console was manufactured in july 2016 and has exceeded its expected service life of 5 years. The defective air trap sensor block was replaced to remedy the fault. During the visual inspection, there was no physical damage observed on the ivtm thermogard console. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard console sn (B)(6).